Manufacturer narrative:
The device "remstar auto a-flex" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, there were secondary complaints found. Additionally, dust/dirt was found inside the device and the device was scrapped. The device information has been updated in this report. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced damaged lung tissue and fear of serious illness. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.